Event description:
It was reported via phone call that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 127 mg/dl, compared with the sensor glucose reading of 75 mg/dl. The customer checked the readings 20 minutes later and the sensor glucose reading was at 65 mg/dl and the blood glucose reading was at 130 mg/dl. The customer's current blood glucose readings were 144 mg/dl and the sensor glucose reading was 164 mg/dl. The customer will call back if the issues continue.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.